Event description:
It was reported that lead impedance fluctuated between 600-4000 ohms, thresholds were intermittently high, and there was an apparent lead fracture. The lead was explanted and replaced. No patient complications were reported as a result of this event.